Manufacturer narrative:
(B)(4). A vyaire medical field service representative (fsr) evaluated the device onsite. The fsr found that the diaphragm was damaged. The fsr removed the damaged diaphragm and attached a test circuit, flow sensor, and diaphragm and the reported issue was resolved. The fsr performed the operational verification procedure (ovp) and the device meets manufacturer's specifications.

Event description:
The customer reported that the ventilator alarmed "vent inop" during checkout. There was no patient involvement associated with this issue.